Manufacturer narrative:
Device evaluation: the tip of the driver has fractured off in a manner consistent with a torsion failure and was not returned. Potential cause: root cause was unable to be determined. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00317.

Event description:
It was reported that the tips of two screw inserters broke intra-op while attempting to remove previously implanted iliac screws. During the removal of one of the screws, the tulip detached from the threaded shaft and the surgeon was unable to remove the threaded shaft so it remains implanted. This is report one of three for this event.